Event description:
It was reported that the labels were missing with a bd vacutainer® flashback blood collection needle. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter, translated from chinese to english: when preparing using the fbn, it found that 2ea fbn's needle body have no label.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for missing label with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the labels were missing with a bd vacutainer® flashback blood collection needle. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: when preparing using the fbn, it found that 2ea fbn's needle body have no label.